Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h3, h6. The device was returned to olympus for inspection and the reported failure was confirmed. The probe was broken at 15,98 mm from the distal end. The broken probe tip was not returned. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the probe and tissue pad came into contact at the rear end of the gripping section causing the tissue pad to wear and the probe to come into contact with the non-insulating part of the gripping section, which in turn caused scratches; as the probe was subjected to the load of seal and cut or tissue gripping, cracks occurred from the scratches and probe breakage occurred. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported the tip of the subject device broke off in the patient. The issue occurred at the beginning of a total laparoscopic hysterectomy procedure. There were no reports of patient harm. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information received from the customer. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
Additional information was received from the customer that the device fell into the patient's peritoneum near the uterus and was retrieved. There was a slight delay of about 5 minutes while the patient was intubated and under anesthesia. It was reported there was no injury to the patient and the patient "is doing well".